Event description:
It was reported that during a coronary stenting procedure a stent deployment issue, stent damage, vessel dissection and balloon withdrawal resistance occurred. The 90% stenosed target lesion was located in the "heavily" calcified and "extremely" tortuous left anterior descending (lad) artery. A 2.0x15mm maverick catheter balloon was used for predilation and a 2.5x16mm promus element plus stent delivery system was used for the treatment. The stent was deployed in the lesion but didn't fully expand on its distal end and appeared to be "accordion on itself". Post-deployment, the physician then had difficulty removing the balloon from the stent. The balloon was inflated again and then was able to be removed. A distal edge dissection occurred. A non bsc stent was deployed at the distal edge, which also caused a distal edge dissection. Another unspecified stent was deployed distal, however it was difficult to deliver this stent through the heavily radiopaque section that had stent deformation. The procedure was completed with this device. No further patient complications were reported and the patients' status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).